Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at (B)(4) for evaluation. Based on the (B)(4) service record, the reported failure [doctor hit tip with bur] was confirmed. According to (B)(4): scope has been evaluated as a level 3 repair due to the deep distal damage, as well as the dent in the needle. Probably root cause: customer use and/or handling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the scope looks like it sustained damage from a burr hitting the tip resulting in pieces breaking inside the patient. Cannot confirm if the pieces broke off were retrieved.